Event description:
Information was discovered by millyard advanced medical products, llc by way of a technical investigation completed on 03-jul-2025. Despite no report of death or serious injury, this information is being reported out of an abundance of caution. The patient reported that one of his pumps would not complete its self-test, and it alarmed cassette problem. Troubleshooting was unsuccessful. A replacement system was sent. No interruption in therapy or adverse side effects were reported. Logs from remote (B)(6) (paired with pump (B)(6)) show that between 1 day and the date of the complaint, occlusion, cassette problem, cassette depleted, and pump failure alarms were generated. Leading up to all alarms mentioned within the timeframe of the complaint, the system exhibited evidence of mechanical binding. During investigation, a test delivery was performed, which ended in a cassette depleted alarm after exceeding the expected runtime. Abnormal behavior was observed in the first 13 hours of the delivery, but then the abnormal behavior resolved itself for the remainder of the delivery. The pump was disassembled for further investigation, and fluid ingress was observed. The exact cause of the mechanical binding leading to the reported alarms could not be definitively determined. Logs from remote (B)(6) (paired with pump (B)(6)) show that cassette problem alarms were generated beginning 5 days before, through the date of the complaint. During investigation, two startup tests ended with a cassette problem alarm. As a result, no test delivery could be performed. The pump was disassembled for further investigation, and fluid ingress was observed to have caused a hardware failure, resulting in the cassette problem alarms. Both systems functioned within specification as they alarmed accurately and entered a failsafe condition. The cause of the fluid ingress could not be determined.